Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, the slalom trill balloon catheter was delivered to the lesion and inflated. However, it ruptured within its nominal pressure. Therefore it was replaced with a new slalom trill and the procedure was completed successfully. There was no reported patient injury. The target lesion was the shunt. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis.

Manufacturer narrative:
During use, the slalom thrill balloon catheter was delivered to the lesion and inflated. However, it ruptured within its nominal pressure. Therefore it was replaced with a new slalom thrill and the procedure was completed successfully. There was no reported patient injury. The target lesion was the shunt. The patient¿s vessel level of tortuousness and calcification is unknown. The rate of stenosis is unknown. The device prepped normally. There was no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or the vessel. There was no difficulty crossing the lesion. The catheter was in an acute bend. No other information was provided. The product was not returned for analysis. A product history record (phr) review of lot 17580301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as the presence calcification is known to cause damage to balloons. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.